Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device's screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device's screen was frozen. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. In addition, the display resets, shows several error codes with reference to the pressure and air system.